Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to the manufacturer for analysis on 08/07/2015. Visual inspection was performed and found that both head restraint wires were cut/broken. The battery lock pin was also observed to be bent and a thick white line was observed on the lcd display screen of the platform. A review of the platform's archive data was performed and no user advisories were observed on the reported event date of (B)(6) 2015, however multiple user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages were observed on (B)(6) 2015. Per the autopulse maintenance guide (p/n 11653- 001), ua 7 is an indication that the patient is out of position or the patient is not properly centered. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Functional testing was unable to be performed as the platform displayed a user advisory 07 upon power up. Further inspection determined that a single point load cell was defective. After the load cell was replaced, the platform passed all functional testing. Based on the investigation the parts identified for replacement were the top cover, battery lock, lcd display, a single point load cell and front enclosure. In summary, the customer's reported complaint that the platform displayed a user advisory (ua) 7 was confirmed during functional testing and archive review. It was determined that a single point load cell was defective. The physical damage found during visual inspection is unrelated to the customer's reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. The platform passed all final functional testing criteria.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large message) message. The customer attempted to clear the message, however the issue would not resolve. There was no report of any patient involvement. No further details were provided.